Manufacturer narrative:
D4: expiration date - additional information. D4: primary UDI number - additional information. H2: additional information. H4: device manufacture date - additional.

Event description:
Subsequent to the initial MDR, additional information has been provided.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on 11/13/2025. According to the reporter, on 11/19/2025, the cgm was between 5 - 10 mmol/l but the bg was 26 mmol/l. The patient experienced ketone values at 4.7 mmol/l. The patient¿s mother treated the patient with insulin through the pump and mdi and drove the patient to the emergency room. At the emergency room the patient was treated with IV saline and insulin. The patient was discharged that same day. At the time of the report the patient was feeling good. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.